Manufacturer narrative:
Complaint allegation was confirmed. The tip of two ar-3636 was received for investigation. Functional testing is not applicable to this device since it is broken. Upon visual inspection, it was observed that the two small, returned pieces were bent at the proximal end. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, or misaligned insertion. According to dfu-0404 at revision 0. E. Warnings. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process

Event description:
On 10/12/2023, it was reported by a sales representative via phone that 3x ar-3636 fibertak implants were inserted. The first implant seated correctly. The second and third implant had to be malleted a second time to fully insert. After removing the inserter the tip was discovered broken. Surgery was completed without issue. On (B)(6) 2023 x-rays were taken to locate broken inserter pieces. Revision surgery was scheduled for (B)(6) 2023 to remove broken inserter pieces. In the same case, an ar-3638dc drill guide is suspected to be the cause of the anchor malfunction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.